Event description:
Additional information was received indicating the patient experienced discomfort due to the inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that poor sensing on the discrimination channel and incorrect interpretation of signal resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate shocks was noted on the device. Abbott technical support was contacted and review of provided session records indicated the inappropriate therapy was due to the programming of the device. Reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.